Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she had experienced high blood glucose and the insulin pump has been alarming no delivery since (B)(6) 2016. Customer didn't recall her blood glucose back in (B)(6) but stated it has been in the 300 mg/dl range and the morning of the call it was 417 mg/dl. Customer declined troubleshooting for the high blood glucose. Troubleshooting for the no delivery alarm was not performed as customer had resolved the issues by changing the reservoir and infusion set. Customer then claimed the no delivery was caused by bent needles. Customer is not returning the insulin pump for analysis.